Event description:
Pt's meter would only prompt the error 4 message. They did not have any reportable symptoms. Family member called because they have been getting the error 4 message for a period of one week (unknown date). They had called the week prior to 2002 and the lfs representative had sent them new control solution. The meter had worked for a short time without the error 4 message. The customer reported a "60 mg/dl" blood glucose reading taking on another meter (time and date unknown). The customer is insulin dependent and on the insulin pump. No medical care beyond home treatment was received. No adverse event or serious injury occurred. Ccr replaced the meter after an unsuccessful attempt at resolving the issue.